Event description:
The customer reported false positive alinity I total b-hcg result generated on the alinity I processing module for one patient. The initial b-hcg result was 135 miu/ml. The customer repeated the test twice and generated a result of < 2.68 miu/ml both times (reference range: < 5 miu/ml is negative). There was no impact to patient management reported.

Manufacturer narrative:
An evaluation is in process. A follow-up report will be submitted when the evaluation is complete. This issue was previously reported under MDR number 3005094123-2024-00191 under a different suspect device.

Event description:
The customer reported false positive alinity I total b-hcg result generated on the alinity I processing module for one patient. The initial b-hcg result was 135 miu/ml. The customer repeated the test twice and generated a result of < 2.68 miu/ml both times (reference range: < 5 miu/ml is negative). There was no impact to patient management reported.

Manufacturer narrative:
The field service representative (fsr) inspected the alinity I processing module processing module, serial number (B)(6) and replaced the alinity pipettor probe, as the probe was dirty. Part replacement resolved the issue. Return testing was not completed as returns were not available. The instrument service history review for (B)(6) revealed no additional service tickets associated with discrepant/erratic results. There were no additional service or complaint issues on or around the date this complaint was initiated that may have contributed to this issue. A review of tracking and trending for the alinity I processing module did not identify any trends. A review of tracking and trending for the alinity pipettor probe did not identify any trends. Review of the manufacturing documentation did not identify any non-conformances associated with the complaint issue. Labeling was reviewed and found to adequately address the issue under review. Based on the investigation, no systemic issue or deficiency of the alinity I processing module for serial (B)(6) or the alinity pipettor probe were identified.